Event description:
Event description boston scientific crm received information that post-operative testing (performed the day after the original procedure), revealed that this atrial lead was not capturing at 6.5 volts. As dislodgement was suspected, the surgeon was informed and the decision was made to re-position the lead. After numerous attempts were made to find a stable and secure position, it was decided to remove the lead and replace it with an active fixation lead. During the procedure the patient became hypoxic, hypotensive, required external cardiac massage, and adrenaline. Her vital signs returned to normal and she was sent to the ICU to recover. The lead was returned for analysis.